Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the depressed battery pins that did not rebound as designed. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported depressed battery pins which was observed during visual inspection. The failed rear case (containing battery pins) was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a ¿battery module pin stuck in.¿ there was no known patient injury or medical intervention associated with this event. No additional information is available.